Event description:
Procedure: nephrectomy. According to the reporter: the device was blunt from the beginning, and almost could not cut after four or five minutes of use. Opened new device to complete procedure. Operating room time was extended more than 30 minutes due to blunt device.

Manufacturer narrative:
(B)(4).